Event description:
A facility reported the intraocular lens (iol) was scratched when removed from the box. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in the lot. Patient impact was reported as unknown. Additional information was requested by mail on 02/27/2008. Additional information has not been received.